Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: before insertion, the dial was rotated and the device head was retracted into the shaft. Surgeon inserted the device into cavity and extended the shaft for the first time, then he noticed its coating frayed. New device was opened to complete procedure. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).